Event description:
It was reported that the patient could not connect the remote control to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.